Event description:
There were two incidents where the infants were noted to have red papular rash with small pustules under the electrode gel patches. The infants did not have any allergies. The site was treated with hydrocortisone cream and different type of leads applied. Rash was improved and disappearing by end of 12 hr shift.

Event description:
There were two incidents where the infants were noted to have red papular rash with small pustules under the electrode gel patches. The infants did not have any allergies. The site was treated with hydrocortisone cream and different type of leads applied. Rash was improved and disappearing by end of 12 hr. Shift.